Event description:
Attorney alleges plaintiff has had rupture, leakage and has developed multiple physical symptoms including breast pain and lumps, a non-specific autoimmune condition, anxiety, stress, pain and suffering.